Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the unium modular device forward button was stuck. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2024. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: correction h6: the actual device was returned for evaluation. Quality engineering evaluated the handpiece device and it was determined that the device passed visual inspection. It was determined that the reported condition that the device forward button was stuck was not confirmed. Therefore, an assignable root cause was not determined. During the assessment, it was found that the trigger could not be fully pressed in. When the device was disassembled it was found that the safety ring was broken and had fallen behind the trigger, leading to the limited trigger movement. Due to the limited trigger movement other test steps could not be performed. It was further determined that the device failed pretest for check for sticky triggers and check function of device in ¿on¿ mode. Therefore, the reported condition was confirmed. However, an assignable root cause for the broken safety ring could not be determined. The issue has been escalated to a non-conformance (nc). Further results of the analysis will be captured under the non-conformance.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Correction: investigation findings of no device problem found was incorrectly included in the previous report and this has been removed. The device evaluation has been updated as follows: device evaluation: the actual device was returned for evaluation. During repair, it was determined that the device had limited trigger movement range and would not run. It was further determined that the device failed pretest for check for sticky triggers, check function of device in ¿on¿ mode, check power with power test bench and check speed with tacho meter and power supply. The assignable root cause was determined to be due to component failure from wear.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition that the unium modular device forward button was stuck was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device had limited trigger movement range and would not run. It was further determined that the device failed pretest for check for sticky triggers, check function of device in ¿on¿ mode, check power with power test bench and check speed with tacho meter and power supply. The assignable root cause was determined to be due to component failure from wear.